Event description:
The customer contact reported leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, an unspecified volume of solution leaked from the bottom of the filter. There was no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Info was requested from the customer contact including the name of the chemotherapeutic agent that leaked, if the spill was cleaned up according to the user facility's protocol and if the tubing set was replaced and the therapy was resumed. No response was received.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).